Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow. This occurred during use. The device was filled with 4392mg of fluorouracil in 115ml solution. According to the report, the presence of a bubble was noted inside the device. A 50ml of solution remained in the device after this event occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.